Manufacturer narrative:
(B)(4). The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The reported products were reviewed for compatibility with no issues noted. The device history record was not reviewed due to lack of lot number. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during use of a tibial nail system, the targeting jig did not properly align to target the proximal screws. The reporter indicated this misalignment occurred consistently, including when used with a reconstruction configuration, and requested replacement of the jigs. This report is for the additional event for "occurred consistently." Attempts have been made and no further information has been provided.